Event description:
The customer received a blood glucose reading of 160 mg/dl on the breeze2 meter, re-tested on a different meter and the readings were 341 and 353 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strip information was not provided. Control solution was sent to the customer for further troubleshooting.